Event description:
During pta with stenting in the right pulmonary artery with no calcification, moderate tortuosity, and 70% stenosis, a palmaz stent dislodged from the balloon toward the hub and slipped into the shaft. A new stent was used to complete the procedure and there was no reported patient injury. Approach was made with a sheath introducer (swartz (B)(4)). After the lesion was crossed with a guidewire (radifocus), a palmaz was inserted into a sheath by using a inserter to the lesion directly without pre-dilatation. However, there was resistance felt over the sheath. The stent was omitted from the delivery balloon toward the hub direction, and slipped to the shaft. Therefore, the physician stopped using the palmaz and a new stent was used. The procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. Regarding to the returned product, the physician moved the stent which slipped to the shaft into the balloon to find the reason for the issue. The used inserter was also enclosed with it.

Manufacturer narrative:
Additional information was received that the stent delivery system appeared "normal" when removed from the packaging and inspected before use. The delivery system was examined to verify functionality. There was no negative preparation that occurred outside of the patient's body. The size of guidewire and guiding catheter used are not known. There was no excessive force used during insertion. "The inserter which was used was also returned with the product. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) with stenting in the right pulmonary artery with no calcification, moderate tortuosity, and 70% stenosis, a palmaz stent dislodged from the balloon toward the hub and slipped into the shaft. A new stent was used to complete the procedure and there was no reported patient injury. Approach was made with a sheath introducer (10f 63cm). After the lesion was crossed with a guidewire, a palmaz was inserted into a sheath by using an inserter to the lesion directly without pre-dilatation. However, there was resistance felt over the sheath. The stent was omitted from the delivery balloon toward the hub direction, and slipped to the shaft. Therefore, the physician stopped using the palmaz and a new stent was used. The procedure was finished successfully. There was no reported patient injury. With regard to the returned product, the physician moved the stent which slipped to the shaft into the balloon to find the reason for the issue. The used inserter was also enclosed with it. The stent delivery system appeared "normal" when removed from the packaging and inspected before use. The delivery system was examined to verify functionality. There was no negative preparation that occurred outside of the patient's body. The size of guidewire and guiding catheter used are not known. There was no excessive force used during insertion. The product was returned for analysis. A non-sterile unit of large palmaz balloon-expandable stent and delivery system for the iliac arteries (maxi) was returned. On the catheter body two kinks were observed at 24.5 cm and 78 cm from the distal tip. The balloon was previously inflated and deflated. The stent was received deployed. The guiding catheter involved was not returned. Crimping marks were not observed in the balloon since it had been previously inflated and deflated. A device history record (DHR) review of lot 16058624 revealed no anomalies or non-conformances that can be associated with the reported event. According to the instructions for use, when the cordis large palmaz balloon-expandable stent and delivery system is introduced into the vascular system, it should be manipulated under high-quality fluoroscopic observation. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to stenting, the cordis large palmaz balloon-expandable stent and delivery system should be examined to verify functionality and integrity. Inspect crimped stent for uniformity, protruding struts, adherence to balloon, and centered placement in relation to the balloon marker bands. Do not reposition stent or hand-crimp. Place assembly through sheath hemostasis valve, until resistance is met. Carefully advance the stent and delivery system through the introducer tube and hemostasis valve. When the stent has passed the hemostasis valve, pull back the introducer tube from the sheath. Do not pull negative pressure on the inflation device during advancement of the system. Keeping the sheath immobile, observe fluoroscopically as the stent is advanced through the sheath to the site of the lesion. Caution: if resistance is encountered, do not force passage. Resistance may indicate damage to the stent. Using fluoroscopy, the balloon marker bands and the radiopaque stent, position the stent by centering the stent within the lesion and verify that the stent has not been damaged or dislodged during positioning. The event reported by the customer as ¿stent- dislodged-within guiding catheter/ sheath (peripheral)¿ was not confirmed since the balloon was previously inflated and deflated and stent was returned deployed; the exact cause of the event reported could not be conclusively determined. Neither the DHR review nor the analysis suggests that the event reported by the customer is related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The device was received and the stent is detached and included. Analysis of the device is pending and the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.